Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's test strips were requested and returned for investigation and they were tested using a retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a stago compac max analyzer and stago reagent. At 11:00 am the meter result was 6.7 inr. At 11:45 am the laboratory result was 4.2 inr. The patient's warfarin dose was held based on the laboratory result. The patient's therapeutic range is 2-3 inr.